Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 slide bumper was damaged. A field service engineer realigned ball bearings cage and installed 2 new slide bumpers on slide rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Drawer 5 experienced physical damage and required maintenance. The customer attempted to reboot the station and recover the drawer; however, these attempts were unsuccessful. Additional troubleshooting steps included unplugging and reconnecting the power cable and opening the back panel to inspect the drawer; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.